Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. There were no missing fragments observed during visual inspection on the instrument. No scratches were observed. Additional findings not related to customer reported complaint included the instrument was found to have a loose screw on the rocker at the proximal end in the housing. The loose screw likely caused the push pull mechanism to fail jaw movement. The instrument was found to have a slight bend in the rod in the proximal end. This contributed to the push pull mechanism failure to open and close the grip tips. The instrument was also found to have the deflector roll gear flow broken. The broken piece was not returned with the instrument. Corrected information can be found in the following field: d4 (batch sequence was added to the lot number).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. There were no missing fragments observed during visual inspection on the instrument. No scratches were observed. Additional findings not related to the customer reported complaint included that the instrument was found to have a loose screw on the rocker at the proximal end in the housing. The loose screw likely caused the push pull mechanism to fail jaw movement. The instrument was found to have a slight bent in the rod in the proximal end. This contributed to the push pull mechanism failure to open and close grip tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument to perform failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the fenestrated bipolar forceps instrument scratched the cannula and plastic fragments fell inside the patient¿s cavity. The customer performed irrigation. However, the customer was concerned of possible retained debris. The procedure was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the customer conducted a large amount of irrigation/suction as a precautionary measure as it was unknown if all fragments were retrieved. The issue occurred at the beginning of the procedure. Post-operative tests and additional surgical procedures were not performed. The surgeon did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both the instrument and cannula had no other damage after the event occurred.